Event description:
The customer reported that the nurse call cables were put into use about 3-4 months ago and now they are not triggering alarm. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that there were three cables received and all three were shorting when tested. A root cause of the cables shorting has not been determined. (B) (4).